Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
(B)(4) received stating: patient arrived for cardiac cath. A french slender was placed in the left radial artery; micro puncture catheter was used to cannulate the left antecubital vein into the left brachial. Upon placement of the slender 6 french sheath into the antecubital vein, the sheath kinked the wire in the subcu and broke just below the skin. Sheaths were removed and hemostasis achieved. After consent was obtained from the patient, the physician prepared the right femoral vein to perform right heart catheterization and snare the 014 wire in the left brachial vein. Using a 10 mm snare successfully the md retrieved the wire and performed a right heart catheterization. Sheaths were removed with a mynx device with good hemostasis.